Manufacturer narrative:
Additional information was received on 9/29/2020, patient experienced left sided capsular contracture baker grade IV and right sided anisomastia and breast pain. On (B)(6) 2020, patient had a surgical procedure on the right sided 600cc mentor memorygel breast implant to correct breast scar excision with nipple relocation. Reason for device explant and / or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/23/2020, patient has planned explantation on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 9/9/2020, patient was replaced with a 300cc mentor breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 190cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii post procedure. Per physician, patient is experiencing baker grade 3.5 as it is not quite baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.